Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt is without stimulation and the charging system cannot locate the igp. Another charging system was tried with the same result. No add'l info is available at this time.